Event description:
A follow-up angiogram post re-coiling of an aneurysm remnant showed coil migration and embolization. While traveling, the female pt initially presented with a subarrachnoid hemorrhage and underwent coil embolization of a ruptured anterior communicating artery aneurysm at the a1 - a2 junction. The name of the facility, how many coils were used, or the type of coils is not known. It was reported that apparently there was a known aneurysm remnant remaining after coiling. A diagnostic angiogram, performed eight months later at another medical facility, showed the remnant. A comparison with the previous films showed the remnant had enlarged. A repeat coil embolization was done at the second facility thirteen months after the initial coiling. The remnant was eliminated with four orbit coils (637mf0303 x2 & 637mf0201 x2) using a balloon remodeling and dual microcatheter technique. The remnant was coiled completely without incident. The pt was asymptomatic thereafter.

Manufacturer narrative:
Nine months after the recoiling, a repeat angiogram showed coil migration and embolization. There was no clinical history to suggest when the coil migration/embolization might have occurred. The coils which migrated are clearly separated from the coil mass and lie in the a1 - a2 junction outside the aneurysm remnant. There is satisfactory flow past the coils in the a1 a2 junction and past the single coil, which embolized to the left pericallosal artery. The aneurysm remnant is again patent and perfused. It was reported that a decision has not yet been made on how to manage the situation, but that the situation does not appear to be amenable to trans-catheter treatment due to the risk of occluding the a1 and left a2, and possibly both a2 segments, is too high. Attempting to extract the a1-a2 coils could also be hazardous because they are likely stuck down and therefore, damaging the artery is a possibility. The coils are implanted and the delivery systems are not available for analysis. A device history review could not be performed for this complaint because the lot number was not specified. Although specifics of the aneurysm characteristics are not known, it was reported that balloon remodeling and dual catheter technique were used for coiling of the aneurysm remnant. Based on that, it appears that the wide necked characteristic of the aneurysm was a contributing factor to both the resulting remnant post initial coiling with unk coils and the orbit coil migration and embolization during re-coiling. This is two of four products on the same pt. MFR report# 1058196-2006-00214 & MFR report# 1058196-2006-00215.